Event description:
It was reported during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument wire at the tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The wires were exposed, with pieces left within the sealant location (could be possible fragments). The instrument failed the electrical continuity test. No signs of thermal damage or insulation damage were observed. The housing was removed from the back end, no damage was found. The instrument has 3 uses remaining.